Event description:
It was reported that patient had a needle mechanism failure. Additional details related to needle mechanism failure are unavailable.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.